Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00363 / 00364).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient underwent left hip revision on (B)(6) 2014. The patient¿s medical records revealed patient underwent a left hip revision procedure due to pain, periprosthetic left acetabular fracture, and metallosis. The patient¿s operative report noted metallosis reaction, anterior acetabular wall column and pubic rami fractures, and a central acetabular wall defect with metallic-appearing debris present. There is no reported revision of the right hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.